Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level of 68 mg/dl. Reportedly, the suspected cause was due to a change in the customer's schedule for lunch. The customer consumed juice to stabilize bg level. Additionally, it was reported that the customer had allowed the battery to deplete and the pump shut off. Subsequently, after charging the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was identified related to the low blood glucose event.